Event description:
The user advised the device alarmed and displayed "key stuck" as intended when the device was in use. This occurred during an infusion in the secondary mode. No further information was provided.